Event description:
On 6/15/2012, allen medical received a copy of a user facility's voluntary medwatch report form (B)(4) from the department of health and human services. This report documented a pt positioning case (robotic prostatectomy) in which an allen medical hug-u-vac positioner was used. At the end of the case it was observed that the pt's right arm was not at their side and the hug-u-vac had at least partially lost it's vacuum. There was no impact to the case and no injuries resulted.

Manufacturer narrative:
The hospital did not report the incident to allen medical at the time it occurred. It is unclear if shoulder supports or any other positioners were used in addition to the hug-u-vac. No impact or injury resulted. The reporter has not yet answered our contact attempts and the hug-u-vac positioner has not yet been returned for eval. No conclusions can be drawn at this time.